Event description:
During an endovascular coiling aneurysm procedure in the anatomy location of the pericolossal artery, it was noticed that the subject device was not behaving as expected. When the physician tried to withdraw the subject device, it became apparant that the main coil had prematurely detached inside the microcatheter. The microcatheter was withdrawn, but the main coil was left partially in the pericolossal artery, as it was felt unsafe to attempt to retrieve it at this location. The patient appeared to have suffered no clinical sequelae from this episode. No resistance was felt during introduction or positioning of the subject device.

Manufacturer narrative:
The subject device is not available for a technical analysis.